Event description:
New information received notes that the lead was capped and replaced due to increased capture thresholds and increased pacing impedance.

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.